Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a motor communication error alarm. Customer's blood glucose was unknown. After clearing the alarm, device restarted and alarmed an off no power alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump was monitored and no off no power alarms noted. No a39 alarms noted. The insulin pump had minor scratches on the lcd window.